Event description:
Refrence number (B)(4) event occured in egypt. It was reported that the patient experienced a bent infusion set cannula event on (B)(6) 2026. The insertion site was the lower back, and the infusion set had been in use for two days. The bent cannula resulted in a high blood glucose level of 400 mg/dl, and the patient was treated with manual injections. No further information is available.